Event description:
(B)(4). Initial info for this spontaneous case was received from a consumer on 04-aug-2008: a female consumer, age not provided, received three injections of poly-l-lactic acid (sculptra) to the area around her left eye first once in approx (B)(6) 2007, the second injection on an unk date in between, and a third injection in approx (B)(6) 2007. She stated that after her first injection, she developed bumps around her left eye area which progressively worsened over the past year. She has had steroids nos injected to the area. The outcome of the event is unk. No medical history or concomitant medications were reported. Lot numbers/exp dates not provided. No further medical info was reported.

Manufacturer narrative:
Additional implant date: (B)(6) 2007. Additional info for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. Without a complaint sample, no further investigation could be done. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.